Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that scratches on the screen and the screen was hard to read. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.